Event description:
It was reported that the vns pt was having surgery to prophylactically replace the pulse generator. After the surgeon connected the new generator to the existing lead, an intra-operative system diagnostic test was performed. The surgeon reported that during the system diagnostic test, the patient experienced asystole. The asystole event occurred one more time when a second system diagnostic test was performed. The diagnostic testing revealed normal device function, however the specific results were not provided. The surgeon did not indicate that any interventions were taken due to the cardiac event. Good faith attempts to obtain additional info from the surgeon have been made, however no response has been received to date. The surgeon did note upon the initial report of the event that the pt might just have a "hyper sensitive" nerve and could potentially be more affected by stimulation than other pts. The surgeon concluded the surgery; having replaced the generator, and the device appeared to be functioning normally.